Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a bent sensor cannula and high blood glucose levels. The customer's blood glucose level was 530 mg/dl. The customer did not receive a no delivery alarm. The customer changed her infusion set. The customer declined to troubleshoot due to not feeling well. The customer was advised to contact her doctor. The customer stated she would monitor her readings and would call back later.